Event description:
It was reported that there was possible air in the line of a clearlink vented administration set. This occurred upon hanging a new bag of total parenteral nutrition during infusion. The reporter stated that a baxter infusion pump experienced an air in line alarm during use with the set. The line was re-primed and the alarm repeated. The line was switched to four other baxter pumps and the alarm occurred with all four. The set was then switched to a sixth pump, and the nurse was able to begin the infusion. The reporter stated that no air was observed in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was primed and functionally testing with an in-house sigma pump. The device was found to prime and flow normally. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.